Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. No other damage or issues with the device were identified. The complaint could be confirmed for withdrawal difficulties of the device. The exact root cause could not be determined. The likely cause was determined to have been insufficient force applied to the sheath and carrier tube during the withdrawal process. Device history record (DHR) was reviewed and there is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supply chain. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device used in a patient with a gastrointestinal (gi) bleed femoral access. The doctor felt resistance and could not retrack the angio-seal device as it got stuck. They had to call a vascular surgeon to cut it out. Per the interventional radiology (ir) manager, it was an early morning case approximately 1:00 or 2:00 am, the doctor did not feel comfortable pulling anymore and called in the vascular surgeon to do a cut down on the table. The vascular surgeon stated that he was able to retrieve the device and there was no damage to the vessel. The patient passed away; however, it was confirmed that the death was not related to the device and due to the patient being very sick. The type of procedure performed was a femoral access gastrointestinal (gi) bleed in interventional radiology (ir) department.